Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. Unable to apply medication since the connector does not fit properly. Changed to a new one, when the event occurred. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H 6. Component code - syringe holder, one pre-filled syringe. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with no damage. In addition, the secondary box and the pre-filled syringes were returned with the device. Pre-filled syringe fill. Upon evaluation of the syringe holder, one pre-filled syringe was found partially out of position causing the connection issue. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3296666 and 3336831 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: instituto grifols, s.a. (Ig) upon the reception of the notified incident, it was requested additional information regarding the experience of the user with the product as well as the availability of pictures/sample. The unit was received at ethicon facilities and pictures were provided. According to our standard procedures, it was initiated an investigation focused on the following: 1) details observed from the image received regarding the affected unit: it could be observed that the glass syringe of the thrombin component was not aligned with the fibrinogen syringe inside the device holder. The glass syringe of thrombin component is placed in a more advanced position in the holder (red arrow) compared to the correct position (green arrow). Due to the misposition of the syringe, the top side of thrombin component protruded from the holder, which prevents the dual applicator from being attached to the syringe holder. 2) investigation of the packaging process of the related batch: the veraseal assembling process of the filled syringes into the holder was as followed: firstly, once both syringe components (fibrinogen and thrombin) were inspected and labelled, they were transferred to the assembling line, where packaging personnel placed manually the lower part of the syringe holder in the corresponding bracket. Then, packaging personnel placed both syringes inside the holder and the upper part of the holder on the unit. Subsequently, the unit passed through a press where the holder is clipped. Finally, when the kits are assembled, the retainer is manually placed, holding the two plungers in an aligned position. The holder features a groove at the bottom designed for placing the syringes. Even so, it was possible to manually place the syringe above the groove and clip the holder without detecting the misplacing. To continue with, the retention samples were reviewed and found in conformance with no anomalies identified. After the investigation performed, it is confirmed that the position of the thrombin syringe on the holder was incorrect. The most likely root cause is thought to be related to a misplacing of the syringes during the manually assembling of the syringe holder. Please be informed that to prevent the possibility of this issue from reoccurring, corrective actions are being evaluated. Firstly, the packaging procedures will be updated to include an instruction to verify the proper placement of the syringes in the holder when manually placing the upper part of the holder. In addition to this, a new design of the holder is being assessed to prevent the syringes from being misplaced during the assembly process. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3296666 mfg date: 11/28/2022, exp date: 11/11/2027. Batch 3336831 mfg date: 03/02/2023, exp date: 03/09/2028 . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.